Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. The patient noticed the cannula was slightly out of the skin and bent.